Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts). The customer checked and verified hardware. A field service engineer (fse) was dispatched and changed the cc sample vacuum valve, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer was giving chemistry cartridge (cc) sample probe no sample detected errors. Upon inspection of the cc sample probe, the customer noticed the probe was leaking fluid from the bottom of the wash collar onto the reaction wheel cover. No injury or operator exposure was reported for this event.